Event description:
Complainant alleged that the "ep" clinicians were attempting to defibrillate a patient (age and gender unknown) at 200 joules using a multi-function cable, but the device did not discharge. The clinicians were able to obtain another device to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.